Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific that a captivator snare was used to remove a 1cm intestinal polyp during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare could not cut the polyp. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.